Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and tactile inspection of the balloon identified no issues. Hypotube shaft profile found multiple kinks as well as a break was identified, 91cm distal to the distal end of the strain relief. The shaft polymer extrusion found no issues or damages. A detailed microscopic analysis of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The bumper tip showed no signs of tip damage. The proximal and distal markerbands identified no damage. No other device issues were identified during product analysis.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the shaft broke while advancing. The device was pulled out and the procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the shaft broke while advancing. The device was pulled out and the procedure was completed with another of the same device. No complications were reported.